Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
It was reported that the camera shocked the surgeon when he tried to focus. Additional information obtained 11/16/20: the sales rep reported that the shock was like a jolt when the surgeon wen to focus. The jolt was felt on the palm of his hand. The surgeon finished up with the case. The surgeon received no burns and the jolt occurred through his surgical glove.